Event description:
It was reported that this pacemaker oversensed myopotential noise on the right ventricular (rv) channel. As a result, pacing inhibition occurred. The patient experienced asystole on multiple occasions due to this oversensing. Technical services (ts) advised reprogramming of this device. Additionally, there was an inappropriately stored signal artifact monitoring (sam) episode due to atrial fibrillation (af). Ts noted that this issue was addressed in the new brady software maintenance release (smr). The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker oversensed myopotential noise on the right ventricular (rv) channel. As a result, pacing inhibition occurred. The patient experienced asystole on multiple occasions due to this oversensing. Technical services (ts) advised reprogramming of this device. Additionally, there was an inappropriately stored signal artifact monitoring (sam) episode due to atrial fibrillation (af). Ts noted that this issue was addressed in the new brady software maintenance release (smr). The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was reprogrammed to resolve the issue.